Manufacturer narrative:
Other, other text: one cadd legacy 1 pump was returned to evaluated to report of a lec 1870 error message. A device history review, DHR, was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. A functional and visual test was performed to investigate the reported issue. Customer's reported problem was confirmed. The pump was found to be displaying "1870" error code message on power up and goes into 1871 error code alarming message when a "prime" key button was pressed during the investigation. It was found that a motor locked up caused the issue. The motor was be replaced to resolve the issue.

Event description:
Information was received indicating that during testing, a smiths medical cadd legacy pump exhibited lec 1870. No patient was involved in this event. No adverse effects were reported.